Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient went to the hospital for tube replacement. Buried tampon syndrome was found in the peg tube. The physician attempted to remove the peg tube but was unsuccessful. The patient will be referred to general surgery and the peg tube will be surgically removed. The patient's surgery was scheduled for (B)(6) 2021. Duodopa treatment was interrupted.